Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was constrained after deployment with a moderate paravalvular leak (pvl). A post-implant balloon aortic valvuloplasty (bav) was performed. After the bav, an angiogram revealed that the valve dislodged resulting in severe pvl. A second transcatheter bioprosthetic valve was then implanted deeper than the first valve and reduced the pvl to mild. No adverse patient effects were reported.